Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant when entering the coronary sinus, coronary vein perforated. The procedure was aborted. Patient was in stable condition.